Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2,h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following caused the malfunction: a component failure in the pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the water delivery of the olympus flushing pump was not good. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.